Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4). Stockert: model# m-5463-01, serial # (B)(4). Coolflow pump: model# m-5491-02, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter right (r-afl) procedure, after completing mapping and starting rf. The patient complained of pain. The physician had a reprocessed 8fr accunav in and was unable to see an effusion. Blood pressure was monitored. Rf lesions were continued and the patient continued to complain of pain. The physician finally saw an effusion and subsequent pericardial effusion during a right atrial flutter ablation on (B)(6) 2013. A blood pressure drop was noticed after 10 minutes of ablating (30-35 watts), the physician confirmed with ice a pericardial effusion. The physician immediately performed a pericardiocentesis in the ep lab, draining 350 cc of fluid, which stabilized the patient's blood pressure. The patient was sent to the ICU for overnight observation. It was stated that no fluoroscopy was used during the mapping and ablating portion of this case. Fluoroscopy was then used for the pericardiocentesis procedure. Upon follow up, bwi received the information that the patient died a few days later. According to ep nurse, the patient also had a lumbar fx and an issue with her colon. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial flutter right (r-afl) procedure, after completing mapping and starting rf. The patient complained of pain. The physician had a reprocessed 8fr accunav in and was unable to see an effusion. Blood pressure was monitored. Rf lesions were continued and the patient continued to complain of pain. The physician finally saw an effusion and subsequent pericardial effusion during a right atrial flutter ablation on (B)(6) 2013. A blood pressure drop was noticed after 10 minutes of ablating (30-35 watts), the physician confirmed with ice a pericardial effusion. The physician immediately performed a pericardiocentesis in the ep lab, draining 350 cc of fluid, which stabilized the patient's blood pressure. The patient was sent to the ICU for overnight observation. It was stated that no fluoroscopy was used during the mapping and ablating portion of this case. Fluoroscopy was then used for the pericardiocentesis procedure. Upon follow up, bwi received the information that the patient died a few days later. According to ep nurse, the patient also had a lumbar fx and an issue with her colon.